Manufacturer narrative:
Other text: additional information is provided in and h.6. Functional testing was conducted; however, we were unable to duplicate the primary audible alarm post at power up. The speaker was replaced as a preventive action. The root cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a primary audible alarm error e failed source error. No patient involvement reported.